Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. A search of the complaint database against product code 961673 found additional reports of radel socket cap breakage/disassembly. CAPA (B)(4) was previously initiated to further investigate and determine root cause and corrective actions. (B)(4) has been initiated to remove the radel socket cap altogether. The reported device was manufactured prior to the implementation of (B)(4). The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: update january 28, 2016: received complaint sample device for evaluation. Visual examination of the submitted device found end cap component missing. The root cause of the missing end cap is attributed to product design. CAPA (B)(4) was previously initiated to further investigate and determine root cause and corrective actions. (B)(4) has been initiated to remove the radel® socket cap altogether and replace with a teflon® (ptfe ¿ polytetrafluoroethylene) split ring and a peek (polyetheretherketone) disc to the torque wrench. The current complaint sample was manufactured prior to the implementation of (B)(4). No further corrective action required as the complaint sample was manufactured prior to the implementation of (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Crack in plastic hex cover. This case has been reported by the loan kit technician during loan kit inspection.